Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for insulin pump error. The customer¿s blood glucose level was unknown. Customer was unable to complete rewind on insulin pump. Advised insulin pump will have to be replaced.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm during testing. The motor was tested outside of the device and passed.